Manufacturer narrative:
UDI number: (B)(4). The blocker was not returned and no photos were provided, so an evaluation was unable to be performed. Therefore, there are no results available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues that would have contributed to this event.

Event description:
It was reported that four blockers slipped during final tightening within surgery. They were removed and replaced with alternative blockers to complete the procedure. There were no reported patient impacts associated with this event. This is report four of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00003 thru MFR report.

Event description:
It was reported that four blockers slipped during final tightening within surgery. They were removed and replaced with alternative blockers to complete the procedure. There were no reported patient impacts associated with this event. This is report four of four for this event.